Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-10406. It was reported that the catheter became stuck on the guidewire. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the femoral graft of the left leg. The device was difficult to advance and retract over the v-18 guidewire used. The physician removed the wire leaving the catheter and then inserted another guidewire. A 0.035 zipwire and an additional v-18 guidewire were attempted to be used. There were issues with moving the catheter over the wires and the catheter became stuck on the wires. The angiojet became stuck on the v-18 wire and in order to remove the catheter, both the wire and catheter had to be removed simultaneously. The physician felt like maybe the wires were kinked somewhere because of the difficulties moving and sticking over the wires. The procedure was completed with another of the same angiojet device along with a bentson wire with the device gliding over the wire well. There were no patient complications and the patient was fine.